Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material and a crack inside the light guide lens, along with burn damage on the probe cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "c-cover [plastic distal end cover] was burnt" (event 1) was presumed to have been due to a high-energy endo therapy accessory, such as a laser, radiofrequency, etc., that may have been used without sufficient distance from the distal end. The suggested phenomenon of "foreign material inside the lg [light guide]-lens" (event 2) was presumed to have been due to humidity that invaded the lg-lens which led to corrosion - this humidity was further presumed to have occurred by applied physical stress to the distal end such as hitting and dropping and/or lg-lens glue peeling off by chemical stress such as chemical solutions used for the device. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). For event 1, the event can be detected and prevented in accordance with the following IFU: instruction manual gif-1100 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope. Instruction manual gif-1100 operation manual chapter 4 operation: 4.3 using endo therapy accessories. For event 2, the event can be detected and prevented in accordance with the following IFU: the IFU states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. The IFU states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.